Event description:
It was reported to boston scientific corporation, that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the balloon was being inflated when the "end popped" inside the pt's ureter. The procedure was completed with this dilation device. The condition of the pt following the procedure was reported as "fine". Follow up with the complainant confirmed that no fragments detached.

Manufacturer narrative:
The complainant indicated the product was disposed and that the device will not be returned for eval; therefore, a failure analysis of the device could not be completed. It was determined that the most probable root cause classification for this incident is operational context. (B)(4).